Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the surgery for l1 burst was performed by using the expedium verse system. The fixed area was th11 ¿ l3. During the final tightening of the outer part of the reported correction key by a torque wrench, it was spinning around. Although the reported correction key was replaced with another one, the same issue occurred. The surgeon stopped using the correction key and switched to the unitized set screw; however, it was spinning around. The surgeon judged that the threads of the reported screw were broken and replaced the screw with another one. The screw had been poly-locked. The surgery was completed with a 10-minute-delay, and there was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Visual examination revealed that the threads inside the tulip head were partially peeled off with minor damage to the drive feature. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the torn threads on the 5.5 exp verse scr 6.0x40 cannot be determined. This damage may have occurred due to cross-threading a set screw upon insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.